Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used as a default a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using 22 bd bactec mgit 960 pza medium contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "tubes delivered to pcc contains contaminated tubes, turbid and with growth".

Event description:
It was reported that while using 22 bd bactec¿ mgit¿ 960 pza medium contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "tubes delivered to pcc contains contaminated tubes, turbid and with growth".

Manufacturer narrative:
The following fields have been corrected with the following information: h.6 investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 1279797 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on the complaint batch for contamination. Retention samples from batch 1279797 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. Ten uninoculated retention tubes from batch 1279797 were placed into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. Ten photos were received to assist with the investigation. The first photo shows two tubes from batch 1279797. Both tubes there does appear to be fungal growth. The second photo shows one tube from batch 1279797. There does appear to be fungal growth in the tube. The third photo shows one tube, there does appear to be fungal growth in the tube. The fourth photo shows one tube from batch 1279797. There does appear to be fungal growth in the tube. The fifth photo shows three tubes. The tube on the far left there does appear to be fungal growth in the tube. All three tubes the media does appear hazy/turbid. The sixth photo shows one tube. The media does appear turbid with possible fungal growth. The seventh photo shows one tube from batch 1279797. There does appear to be fungal growth in the tube. The eight photo shows two tubes from batch 1279797. The media does appear to be turbid with fungal growth. The ninth photo shows one tube from batch 127997. There does appear to be fungal growth in the tube. The last photo shows one tube from batch 1279797. There does appear to be fungal growth in the tube. No returns were received to assist with the investigation. This complaint can be confirmed based on the evidence provided by the photos. No actions are indicated at this time. Bd will continue to trend complaints for contamination.

Event description:
It was reported that while using 22 bd bactec¿ mgit¿ 960 pza medium contamination was observed by the laboratory personnel. There was no indication that results were reported out and there was no report of patient impact. The following information was provided by the initial reporter: "tubes delivered to pcc contains contaminated tubes, turbid and with growth"

Manufacturer narrative:
H.6. Investigation summary: material 245115 is manufactured by rehydrating the media components with usp purified water, and thoroughly mixing until a homogeneous solution is obtained. The media is dispensed into bottles; caps are applied manually then torqued by machine per a standard operating procedure (sop). The bottles are then labeled and terminally autoclaved in an air over pressure (aop) autoclave, per manufacturing instructions, using a validated cycle. Post autoclaving, bottles are packaged into final shipping configurations. The batch history record review for batch 1279797 was satisfactory per internal procedure. Formulation, filling, and autoclaving processes were within specifications. In process checks were performed at the designated intervals. Those checks confirmed that the caps were tightened to the validated specifications per internal procedure. Qc inspection and testing were satisfactory at time of release. As part of the release criteria for this product, the bhr is reviewed to confirm the following: the total elapsed time between end of formulation and start of the autoclave cycle was within the specified limits. All autoclave parameters conformed to the validated cycle parameters for this product. The minimum f0 for this product was met. The complaint history was reviewed, and two other complaints have been taken on the complaint batch for contamination. Retention samples from batch 1279797 (100 tubes) were available for inspection. No media defects were observed in 100 retention samples. Ten uninoculated retention tubes from batch 1279797 were placed into incubation to test for contamination. Five tubes were placed into a 20 to 25 degrees c incubator and five tubes were placed in a 33 to 37 degree c incubator. At seven days incubation, there were no traces of microbial growth in the 10/10 incubated retention tubes. No photos were received to assist with the investigation. No returns were received to assist with the investigation. This complaint cannot be confirmed. No actions are indicated at this time, bd will continue to trend complaints for contamination. Notes : risk management review indicates the potential risk of the defect reported was assessed as severity [s3], per baltrmlmbactecmgitaph, rev [03], ID [3.10].